Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient's hip having dislocated. The surgeon replaced and exchanged out the head only.